Event description:
It was reported that during a lap gastric band procedure, the device was spitting clips. Device not used on patient. Another device was opened to complete the case.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.